Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, concentric, 85% stenosed, de novo, mid left anterior descending (lad) artery the guide wire was positioned across the lesion and after pre-dilatation with a balloon dilatation catheter (bdc) at 12 atmosphere (atm) the 2.5 x 38 mm xience prime stent was implanted. During stent post-dilatation a side edge dissection was noted. A second xience prime stent was used as treatment. The patient was reported as doing well and was discharged. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.